Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2018. At index procedure ((B)(6) 2018) the patient presented with an occlusion located in the distal third of the superficial femoral artery (sfa) to the proximal popliteal artery of the left leg. The target lesion presented with a 5.0 mm (proximal) to 4.0 mm (distal) reference vessel diameter, 40 mm in length and 98% stenosed with grade 1 calcification. A 5.0 x 125 mm biomimics 3d stent was implanted. Post-dilatation was performed using a 4.0 x 80 mm pta balloon. On (B)(6) 2018 the patient experienced claudication (target lesion related). On (B)(6) 2018 diagnostic angiography identified restenosis of the treated segment (target lesion) and percutaneous intervention was performed (drug-coated balloon/drug-eluting balloon (dcb/deb)). The event was resolved on (B)(6) 2018. The device remains implanted.